Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger b3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was pt reported for a good month to 6 weeks now, they have been having difficulty getting their controller to connect to the implant (ins) at night when they want to turn stimulation off. Pt said the screen they would see had a lot of information, then cancel or reconnect/try again; agent asked, pt said maybe was no device found screen. Pt had notified their rep, about the issue probably 3 weeks ago and was instructed to remove and reinsert li battery which would solve the issue for a while, but would still eventually happen again. Pt was instructed by rep to call for new battery pack. Agent reviewed information; likely wasn't the battery causing the issue, but the controller not properly communicating/connecting to ins. An email was sent to the repair department to replace the controller. Case re-opened and assigned to self to add a secure note and send an email to repair. Patient called back stating they got their replacement controller, and it seemed to be working to charge their implant, then around two days ago, they went to charge their implant and the controller screen would not move past the looking for device screen and it kept circling and circling. Patient stated they called mdt rep yesterday, and rep redirected patient to patient services for a new battery. Patient confirmed they never even saw the reposition the recharger screen. Patient stated there was no visible damage to the controller port or the recharger cord. Agent had patient start a charge of their implant on the call, and patient confirmed the controller screen would just circle on the checking the recharger screen. Patient stated they saw the recharge your implant screen as well, and confirmed that their implant is fully depleted. The issue was not resolved. An email was sent to repair to replace the recharger. Pt called back and reported with both pieces of equipment replaced, they still were experiencing difficulty connecting to ins and charging. Pt reported yesterday they tried charging 2 hours and today for 1 hour but didn't have any success. Last wednesday/thursday, they increased stim from 3.0 to 3.1 with ins around 40%, then had to charge the next day; agent reviewed increasing stim will drain battery a bit faster. Pt said they recently had a hip replacement surgery and thought maybe the edema was contributing to the difficulty getting connected to ins, as the hip replacement was on the same side as their stimulator. Agent additionally mentioned the tissue might be inflamed making connection more difficult until they are more healed, so advised pt to follow up with their hcp. Pt won't be able to drive for at least 2 weeks, so will have to keep trying to charge until then and plans to keep both recharger paddles for the time being, as they don't want to keep the new one if they don't need to after they're more healed. Pt mentioned their rep also had difficulty finding the location of their ins, because they 'healed so well' but now wondered if they had underlying edema. Pt said they were told by hcp electrocautery was used in their recent surgery, but not near to the ins. Pt mentioned they weren't able to have spinal surgery due to the leads going into their spine, and had a laminectomy in the past that was partially blocked by pocket for ins at the time. Agent redirected to hcp and closed case. Patient called back stating they are having issues with charging the implant again. Caller stated it is getting stuck on checking the recharger (89). Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; controller is 80 percent and implant is yellow/low. Agent had caller blow in controller port and wipe recharger pins to ensure no debris. Caller then connected recharger and confirmed batteries (49) recharging excellent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Pt called back reporting all the same events. Agent walked pt through a reset and pt was able to charge and seeing excellent. Pt seeing poor charge quality as well as excellent and would not stay in place. Agent asked whether belt was used and pt stated they have never had a belt. Agent sent request to repair for belt to try and charge with.

Event description:
Additional information was received from the patient. Patient called back and stated they were still having problems charging their implant. Patient thought the issue was because of their edema and there was still some swelling. Patient met with a representative but they just talked and patient didn't get reprogrammed, representative just redirected patient to patient services after learning about their edema. Agent advised patient to meet with their representative so the representative could actually check their internal components. During the call there were no damages on the recharger and the controller charging port. Battery compartment had 3 crooked pins. Patient had 30% left for their implant. Pt called stating they received replacement controller and needed assistance in pairing, agent reviewed info.

Manufacturer narrative:
Continuation of d10: product ID m943899a lot# serial# unknown implanted: explanted: product type accessory product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the charger for their spinal stimulator would not charge. The tech had them remove the battery, then replace it. Then it worked. When asked if the issues were resolved, the patient said they were at the time. They did have issues later. The charger had to be replaced and works fine now.